Event description:
It was reported to boston scientific corporation that a microknife xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on(B)(6) 2026. During the procedure, the physician was using the device, but at one point the metal tip failed to extend, preventing the incision from being made. The procedure was then completed using another unit of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be fully recovered. This event has been deemed a reportable event based on the investigation results: the cutting wire broke. Please refer to block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation result of cutting wire broken. Block h11: (investigation result) the returned microknife xl was analyzed, and a visual and functional inspection noted that the needle was unable to extend, the device was dissembled and inspected under magnification, and it was found that the needle was blackened, broken and melted. No other problems with the device were noted. Analysis of the returned device revealed that the needle was blackened, broken, and melted. These conditions could have been generated when electrical current was applied to the device. Several procedural factors may have contributed to this damage, including the technique used, patient anatomy, interaction with the scope or other devices, exceeding the maximum voltage, or failure to keep the cutting wire in constant motion. These factors likely led to overheating, resulting in the wire breaking and melting, as well as an extension problem due to the missing segment. Based on all available information, the most probable root cause is an adverse event related to the procedure. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.